Event description:
Customer reported that patient with known anti-e and anti-kell did not react with 0.8% selectogen lot 6s620. The customer performed testing with another product and the antibodies were detached. No death or serious injury was associated with this incident.